Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via a webform, an issue with the adc device. A caregiver was contacted and indicated a signal loss issue. The customer experienced hypoglycemia and required treatment of sugar by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via a webform, an issue with the adc device. A caregiver was contacted and indicated a signal loss issue. The customer experienced hypoglycemia and required treatment of sugar by a non-healthcare professional. There was no report of death or permanent injury associated with this event.